Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. A few days after the fitting session on (B)(6) 2024 the user's mother noticed that he didn't respond to sounds with his processor.the user's hearing development was very good before.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In situ measurements before the suspected impact show one channel with hi impedance due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance with the device is affected. A few days after the fitting session on 2024 the user's mother noticed that he didn't respond to sounds with his audio processor.the user's hearing development was very good before.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. In situ measurements before the suspected impact show one channel with high impedance due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The user was re-implanted.